Event description:
The customer returned the product for latch had sensor defective, during device evaluation, a defective latch lock sensor was confirmed. There was no patient involvement or harm.

Manufacturer narrative:
H3: one device was received for analysis. Service history review found a previous repair that was completed on 02-apr-2025) for a cassette not attached error, based on review of the complaints it was determined that the previous repair may be related to the current complaint. The customer issue was confirmed through functional testing per the performance verification test (pvt). The downstream occlusion (dso) seal could not sit properly and needed replacement. Due to the extent of repairs needed (front and rear housing, chassis, battery compartment, battery door, latch/lock flex sensor), the device was deemed beyond economic repair (ber).